Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device had cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30 mg/dl. The customer states not hospitalized but called ems. The customer was treated for the low blood glucose with injection. Customer¿s blood glucose level was 388 mg/dl at the time of the call. The customer was assisted with troubleshooting and customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis